Event description:
It was reported that the customer was hospitalized due to high blood glucose level. Customer stated that she has been having problems with high blood glucose level prior to the call. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.